Event description:
During an embolization of a spinal menigioma on a patient, as the physician was advancing the agility wire it was torqued and the wire broke. A portion of the wire, unknown how much, was left in the right vertebral artery at the t7 segment. It was reported that after the procedure the patient was experiencing some paralysis from the waist down. Five days later there was minimal movement of the lower extremeties. There was no information provided regarding the baseline status of the patient.